Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abnormal uterine bleeding ("abnormal uterine bleeding") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. An unknown time later she experienced abnormal uterine bleeding (seriousness criterion intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. The reporter considered abnormal uterine bleeding and dyspareunia to be related to essure administration. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abnormal uterine bleeding ("abnormal uterine bleeding") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. An unknown time later she experienced abnormal uterine bleeding (seriousness criterion intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. The reporter considered abnormal uterine bleeding and dyspareunia to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Abnormal uterine bleeding [abnormal uterine bleeding] the essure coil was removed out of the abdominal cavity [device dislocation into abdominal cavity] dyspareunia [dyspareunia]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ("abnormal uterine bleeding") and device dislocation ("the essure coil was removed out of the abdominal cavity") in a 40-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 and gravida ii. On (B)(6) 2007, the patient had essure inserted. On unknown date she experienced abnormal uterine bleeding (seriousness criterion intervention required), dyspareunia ("dyspareunia") and device dislocation (seriousness criterion medically important). The patient was treated with surgery (bilateral salpingectomy, d& c myosure diagnostic hysteroscopy). Essure was removed on (B)(6 )2022. The reporter considered abnormal uterine bleeding, device dislocation and dyspareunia to be related to essure administration. The reporter commented: date: (B)(6) 2022: on operation diagnostic laparoscopy: bilateral salpingectomy bilateral essure coil removal myosure diagnostic hysteroscopy dilation and curettage mirena intrauterine device insertion. (Lot: tu 031l8 expiration december 2023). Essure removal date discrepancy noted (B)(6)2022 & (B)(6)2015. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-jan-2025: medical record received. Event device dislocation added. New reporter added. Essure removal date updated. Reporter causality comment updated with essure removal date discrepancy & essure removal details. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.